Event description:
Nurse reported one incident in which an immunocompromised patient with an occluded peripheral inserted center catheter (PICC) returned to the emergency room and tissue plasminogen activator (ipa) was administered to salvage the PICC. Reportedly, the PICC was less than a week old and the age of the posiflow device was unknown. It was confirmed that no blood transfusion had been administered. This patient was getting a continuous morphine infusion via portable infusion pump. It was confirmed that there was no patient injury as a result of the tpa therapy. Reportedly, the facility protocol for changing the posiflow device was every 7 days, longer than recommended center for disease control (cdc) guidelines (72 hours).